Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer has been having low blood glucose for the past 10 days. Customer's last blood glucose was 105 mg/dl. Customer's blood glucose was around 40 mg/dl all night. Caller stated that the customer has not treated. It was found that the customer has celiac disease, which results in him not absorbing carbs. Caller stated that the pump was not exposed to an MRI. Caller was advised to have the customer speak to their health care professional regarding low blood glucose.